Manufacturer narrative:
The reported issue was confirmed with an unknown cause. During the visual inspection of the picture, a piece of guidewire was observed. The remainder of the guidewire was not in the picture. Unable to measure or test the sample due to it was only available in a picture. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Do not use retrieval device while the guidewire is in placer; to do so may cause damage to the guidewire. Avoid contact with sharp edges as this may cause damage to the polyurethane jacket requiring retrieval. Attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Sufficient guidewire length must remain exposed to maintain a firm grip on guidewire at all times." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Photo sample received.

Event description:
It was reported that after the procedure, via x-ray, the physician found that the guidewire fractured and was left inside the patient.